Event description:
The interaction panel connection was lost. The device alarmed. The incident did not occur during ventilation. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The interaction panel connection was lost. The device alarmed. The incident did not occur during ventilation. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4 follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the ventilator alarmed with panel connection lost message. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. Based on the logfile no "panel connction lost" occured but "ventialtion unit connection lost" was logged at (B)(6) 2023 (that is to say at a different day as the event was alleged to be on (B)(6) 2023) to address the issue, a circuit board (ip esm) was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the circuit board (ip esm), as no further issues have been reported.

Event description:
The interaction panel connection was lost. The device alarmed. The incident did not occur during ventilation. Investigation is ongoing.